Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) code. A request was made to have data from this device analyzed. Data analysis confirmed the bd code was due to extended magnet application, which resulted in a temporary drop in battery voltage, causing an unintended bd code. It was discussed that there was no further action required for the device. No adverse patient effects were reported. The device remains in service.